Event description:
It was reported that one day post implant, the r-waves had decreased and were low. It was also noted that the patient had been in "some sort of arrhythmia" during implant and was in sinus bradycardia at the time of measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.